Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: rvdr01 implantable pulse generator (B)(6) 2012. (B)(4).

Event description:
It was reported that the electrocardiogram showed the right ventricular (rv) lead had some non-capture and possible undersensing. The rv lead is still in use. No patient complications have been reported as a result of this event.